Event description:
It was reported the flushing pump had a "bad pump head". There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d4; d8; e1; g2; g4; h4. A DHR review was completed, and no issues were identified that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the flushing pump had a "bad pump head". There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.